Event description:
A customer contacted beckman coulter (bec) stating that the syringe on the au5431-02 clinical chemistry analyzer (au 5400 series) was leaking. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse replaced the syringes, which resolved the leak issue. (B)(4).